Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6.2 failure would not open. A field service engineer (fse) initially spoke with the customer and attempted to resolve the drawer issue without success. The fse returned on site and troubleshot enhanced half height drawer 6.2 and was found off bus with a damaged retractor band. The system was rebooted, and the drawer was successfully tested and restored to normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.2 had failed to open and unable to recover. The device was rebooted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.